Manufacturer narrative:
Device evaluation: returned device was received with chipped out on lower left front corner of top case and bottom case. Pharmguard data transfer is recommended alarm (unable to perform the pharmguard due to the main board ,right plunger case cracked,left plunger case inside screw insert broken off. Evidence of reported problem in event log was found. During the evaluation of the device. The customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the smiths medical medfusion syringe infusion pump displayed a " force is showing 0 or sometimes it goes up to max" error. No patient involvement.